Manufacturer narrative:
The customer called technical support to report that the pressure sensor was not working after cleaning. There was a note on the device stating, "defective, pressure sensor?, flushed with o2?! Wrong construction?!" The rse was not able to obtain further information regarding where, how, or when the device failed. The rse informed the customer that the diagnostic report (drpt) is needed in advance for an onsite repair to do an error analysis; however, given that there is a reinhold medizintechnik sticker on the device, the device should be registered by the customer directly with philips' official partner reinhold medizintechnik for repair. This investigation is still ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 29oct2025, it is unclear what the issue was, and it is unknown who initially observed the fault and attached the note to the device. No further information regarding the reported issue or resolution could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor was not working after cleaning. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the pressure sensor was not working after cleaning. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).